Manufacturer narrative:
A recent review of information received for this complaint indicated that there was no malfunction of the iabp unit involved, and that the reported issue would not affect functionality or prevent the end user from providing therapy. Therefore, the reported event does not pose patient harm or injury should the issue recur. In this light, the complaint will be retained within our system; however, please cancel in your system as this event is not reportable.

Event description:
It was reported that the customer requested for preventative maintenance of the cs100 intra-aortic balloon pump (iabp). It was also reported that a functional test was requested to be performed on the unit. There was no malfunction of the iabp unit. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, placed the unit in service mode and performed all tests without presence of any failure of the unit. The unit was left cycling for more than two hours further confirming no failure in operation of the unit. It was recommended that the unit undergo a preventative maintenance service due to the amount of hours of use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an unknown malfunction occur. It was also reported that a functional test was requested to be performed on the unit. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.